Event description:
The customer stated the device indicates defib and racer errors.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. The device indicated a defib comm error code, a lead fault message and the pacer is not functional. The investigation identified corrosion on multiple ic (integrated circuit) chips on the defib board. This corrosion (suspected of being caused by fluid ingress) caused the defib comm error and the pacer not to function by loss of signal communications (result code 472 & 142). Open wiring on the ECG input protection board (result code 427 & 122) caused excessive noise and the lead fault message. Both circuit boards require replacement to resolve the issues. Upon completion of the repairs, the device performs to specifications.